Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. The option-lok male adapter of the tubing set was connected to the patient's central venous catheter. After an unspecified length of time in use, it was reported that the tubing separated from an unspecified location. An unspecified volume of blood loss was noted. It was reported that the therapy was resumed; however, it was not specified the device used to resume the therapy. There were no reported adverse patient effects and no delay of therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and is pre-amendment 510k. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.